Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer initially reported falsely elevated chloride generated from alinity c processing module. Physicians reported a general increase in the chloride results. However, upon further review, falsely decreased results were also generated. The customer provided the following data: customer reference range: 98 ¿ 107 mmol/l. Sample 1 from a 58 year old male initial result was 124 and previous result was 89, sample 2 from a 70 year old male initial result was 123 and previous result was 106.7, sample 3 from a 70 year old male initial result was 104 and previous result was 123, sample 4 from a 57 year old female initial result was 122 and previous result was 90, sample 5 from a 56 year old male initial result was 126 and previous result was 105. There was no reported impact to patient management.

Manufacturer narrative:
Abbott service reviewed the logs and customer data for the alinity c processing module (B)(6). Data and information provided by the customer support the complaint issue without indication for any additional issue. A review of tickets identified no contributing factors to this complaint. A trend review found no elevated complaint activity for the alinity c processing module. A review of historical data with this complaint revealed no systemic issues, or nonconformances. Manufacturing documentation for the alinity c processing module did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module (B)(6).

Event description:
The customer initially reported falsely elevated chloride generated from alinity c processing module. Physicians reported a general increase in the chloride results. However, upon further review, falsely decreased results were also generated. The customer provided the following data: customer reference range: 98 ¿ 107 mmol/l sample (B)(6) from a 58 year old male initial result was 124 and previous result was 89 sample (B)(6) from a 70 year old male initial result was 123 and previous result was 106.7 sample (B)(6) from a 70 year old male initial result was 104 and previous result was 123 sample (B)(6) from a 57 year old female initial result was 122 and previous result was 90 sample (B)(6) from a 56 year old male initial result was 126 and previous result was 105. There was no reported impact to patient management.